Manufacturer narrative:
D4 - expiration date, d4 - primary UDI number, e1 - initial reporter country, g2 - report source and h4 - device mfg date; corrected. H3 and h6. Codes: updated. One device sample and two photos were received for evaluation. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. A leak test was performed the result of the test was acceptable. The complaint could not be confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was checked before use and confirmed leak. No patient involvement and no patient harm/adverse event reported.